Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 325cc mentor smooth round moderate profile and experienced right side breast implant deflation postoperatively. The patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2021.